Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a hematoma a few days post implant procedure. The physician removed the implantable cardioverter defibrillator, thoroughly flushed the pocket, then placed the device back in the pocket. It was noted that there was no active bleeding. The next day on (B)(6) 2021 the patient exhibited a second hematoma. The physician performed the same procedure, removed the device, thoroughly flushed the pocket, then placed the device back in the pocket. A small bleeding vessel was noted and cauterized. The procedure was completed successfully. The patient was stable and discharged.